Event description:
During a laser lead extraction and insertion procedure, the patient needed to be defibrillated using the external defibrillator. The patient was attached to the machine prior to the start of the procedure and set to "monitor". The pads were placed by the md. The external defibrillator was turned to "defib", charged to 200, and shock button pressed. The external defibrillator made a loud popping sound heard by everyone in the room. They attempted to recharge the defibrillator to 200 and re-shock but nothing happened. The code blue button was activated, and the md began chest compressions, the medtronic rep was able to intervene with his machine and monitors until stability was achieved. Another defibrillator was brought in and hooked back up to the patient for the remainder of the procedure. Notes from the operative procedure: "...in the process, the guidewire probably precipitated an episode of sustained ventricular fibrillation. Attempt was made to externally cardiovert the patient, but the device, while charging, failed to deliver the shock and indeed appeared to short with obvious malfunction. We were then not able to recharge the device to deliver a second shock. A brief period of CPR was now initiated. I brought the old defibrillator device from the back table and connected it to the existing new endovascular defibrillator lead and with the device we were able to cardiovert the patient on the first shock at maximum output of the device." The procedure was then completed, and the patient returned to pacu in satisfactory condition having tolerated the procedure well. There was no patient harm." The defibrillator was checked by biomed. Comments by biomed: late january, found unit would only charge up to 2 joules with "defib fault 78" on the screen and would not shock.